Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that a month after the dental implant was placed in ada site 21 in the mouth, the implant did not achieve osseo- integration. Clinician noted the patient's infection. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. After the evaluation was noticed that the item received is different from the item reported. Therefore, the item was corrected and the lot number was not considered.

Event description:
The clinician reported that a month after the dental implant was placed in ada site 21 in the mouth, the implant did not achieve osseo- integration. Clinician noted the patient's infection. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Event description:
The clinician reported that a month after the dental implant was placed in ada site 21 in the mouth, the implant did not achieve osseo- integration. Clinician noted the patient's infection. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. After the evaluation was noticed that the item received is different from the item reported. Therefore, the item was corrected and the lot number was not considered. Follow-up being sent in order to correct the name of the implant.